Event description:
It was reported that during a procedure the graftmaster was used to isolate an aneurysm in the proximal right coronary artery (rca). The graftmaster was successfully placed with the exclusion of the aneurysm as noted by angiography and there were no related complications. Additionally a 3.0 mm x 15 mm, 3.0 mm x 15 mm, and a 3.0 mm x 12 mm xience v stents were implanted in the distal, mid, and proximal rca during the procedure. Difficulty was experienced with the 3.0 mm x 15 mm distal stent, and the 3.0 mm x 12 mm proximal stent crossing the lesion, using multiple attempts to cross and needing additional pre-dilatations, including use of a buddy wire with the 3.0 mm x 15 mm xience v to reach the target lesion. Once placed the same 3.0 mm x 15 mm stent was deployed at an atmosphere above rated burst pressure without incident. Residual stenosis of 0% was achieved with excellent timi iii flow. The patient was in the recovery area for about 1/2 half when severe chest pain with mobitz type 2 heart block, and dropped blood pressure was noted. There was significant st segment elevation suggestive of acute thrombosis of the stent(s). The patient was brought back emergently to the cardiac catheterization lab where an angiogram showed complete occlusion of the artery. Thrombectomy passes were performed with the non-abbott catheter to the three xience v stents. The 1.5 x 20 mm mini trek was attempted but could not cross or advance the occlusion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Actual weight reported was (B)(6). Stent: xience v (x4), graftmaster; integrillin; buddy wire: grand slam multiple abbott and non-abbott balloon catheters were used for treatment dilatation of the entire vessel, the three xience v and graftmaster stents without incident. A 3.5 mm x 12 mm xience v met resistance and could not cross, but after re-insertion could cross and was successful deployed in the proximal rca with balloon inflations. A 4.0 mm x 8 mm xience v was deployed in the distal rca distal to the graftmaster stent in the lesion of the mid segment. Post-dilatation was performed at high pressures using bigger balloons up to 3.5 mm and 4 mm without incident due to concerns over malposition of the 4.0 mm x 8 mm xience v stent struts. Intravascular ultrasound (ivus) was performed still showing malposition of the second stent placed distal to the graft master. Additional inflations with a 4.5 mm balloon followed by ivus confirmed full apposition of the stent. It was noted as acute thrombosis of unknown etiology, suspecting a strut or so had malpositioned 2 lesions that were probably very calcific, ecstatic, and aneurismal. Intracoronary reopro was given and the patient was placed on a reopro drip to achieve full resolution of the thrombus post procedure. The patient was discharged (B)(6) 2011 in good condition. No additional information was available. The xience v stent delivery system (sds) was not returned for analysis which may have aided in the investigation. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Although the patient anatomical conditions were not reported, it was noted that multiple balloon pre-dilatations were required which suggests the anatomy was difficult. As the sds was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. It was reported the xience v sds failed to cross the lesion, was removed from the patient anatomy and then re-inserted again and the stent deployed above the rated burst pressure. It should be noted xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The IFU also warns: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. The stent inner diameter should approximate 1.1 times the reference diameter of the vessel. It does not appear that the reported incorrect use of the device contributed to the reported difficulty. Angina, arrhythmia, hypotension, and thrombosis as listed in the xience v instructions for use(IFU) are known adverse events associated with coronary stenting procedures. The angina, EKG/ECG changes, treatment with medication, additional non-surgical treatment, and hospitalization appears to be secondary effects of the thrombosis. A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. As a search of the lot history record indicated no non-conforming material reports for the lot. Additionally, a search of the complaint-handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.